Manufacturer narrative:
Correction to b5: additional follow up information was received with clarification for the reported event. It was reported that it was the peritoneal dialysis (pd) transfer set that was leaking (previously reported as the homechoice cassette). This occurred during use of peritoneal dialysis therapy. The leak was located at the place where the tube should be glued together with the luer lock. The patient discontinued the treatment. There was no patient injury, however the patient was given prophylactic antibiotic as precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the patient line. This occurred during use of peritoneal dialysis therapy. There was no patient injury, however the patient was given prophylactic antibiotic as precautionary measure. No additional information is available.